Event description:
Dobbhoff tube was removed with some difficulty and the covering of the dubbhoff weight was missing. The flexible microloaryngoscope was entered to the right nasal airway. The airway was inspected all the way to the nasopharynx. No foreign was encountered. Flexible microlaryngoscope was then entered through he left nasal airway, the left nasal airway was inspected and found free of any foreign body; CT scan- there appears to be right-sided nose ring. No additional foreign body is seen. We aerated paranasal sinuses. FDA safety report ID # (B)(4).